Event description:
It was reported that pump experienced malfunction with malfunction code that caller was able to reset, and caller also mentioned earlier occurrence of cartridge alarm on same day. There was no reported impact to the customer¿s blood glucose level. Customer, with guidance from technical support, reset pump successfully, restarted g6 sensor, loaded cartridge, resumed insulin deliveries, and was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.